Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "capsular contracture" baker grade unknown; rupture.

Event description:
Patient reported right side "capsular contracture" baker grade unknown, "encapsulated, which is why feels a lot of pain", "very large swelling", and "rupture". Patient also reported "little lump", which is not device related. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: d6a.

Event description:
Patient reported right side "capsular contracture" baker grade unknown, "encapsulated, which is why feels a lot of pain", "very large swelling", and "rupture". Patient also reported "little lump", which is not device related. Device remains implanted.

Event description:
Physician additionally reported "minimal amount of fluid around the implants" and radial folds.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5. B.6a, h.6. The event of seroma-late is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.